Event description:
Surgeon replaced two pedicle screw assemblies during initial implantation of a pedicle screw assembly during a fusion surgery because a locking nut sat higher than normal in one screw and the pedicle head in the other screw separated when surgeon attempted to reposition the pedicle head. No adverse events or complications were reported during this surgery.

Manufacturer narrative:
Locking nut cross threaded during installation resulting in the push out of the screw shank and bottom saddle from the pedicle head of pedicle screw assembly. Additional lot number: 11913-1.